Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit would not power on and led indicator was not lit. It is unknown if the unit was in patient use at the time of the reported issue. No injury or harm was reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 24oct2019. The customer reported that the staff said no power. The green indicator on the front was not showing. Per the service engineer, the main power switch on the back of the machine was off. The service engineer flipped the switch back on, tested the unit , returned to service. No problem was found with the unit. This was a user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer contacted technical support (ts) stating that the unit would not power on and the led indicator was not lit. It is unknown if the unit was in patient use at the time of the reported issue. No injury or harm was reported. Event date not specified; estimate used.